Event description:
It was reported that a pump was discarded as it was thought that the catheter access port (cap) was not patent. However, the needle was the cause of the issue. The drug used in this system was unknown.

Manufacturer narrative:
Product ID neu_refillneedle, product type accessory. (B)(4).